Manufacturer narrative:
It was reported that a 37 year old female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 380cc and experienced deflation on the right breast implant. The deflation was confirmed by physical examination. As a result, the patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a partial delamination of the valve. The cause of the delamination could not be determined. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On 9/10/2019, it was reported incorrectly that the final information will be reported on (B)(4). This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint file, manufacturer's reference number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/10/2019, this complaint has been identified as a duplicate of (B)(4). This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this pc. Facility information: (B)(6). Patient¿s race is white, ethnicity is non-hispanic/latino. The date problem observed was (B)(6) 2017, the patient¿s age at the time of the event was 36 years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor confirmed that MDR submission reference numbers (B)(4) were duplicated. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint file, manufacturer's reference number (B)(4). It was incorrectly previously reported that this issue was discovered on (B)(6) 2019, it was actually discovered on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round high profile 380cc saline breast implant, catalog # 3503380, s/n# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 380cc and experienced deflation on the right breast implant. The deflation was confirmed by physical examination. As a result, the patient underwent removal of the implant on (B)(6)2018.